Event description:
Caller reported potential false negative results on hcg pregnancy test.

Manufacturer narrative:
Investigation: lot number(s): hcg9060024. Exp date(s): 05/2011. Control lot: see scanned table. Summary of results: the retention devices meet qc specification. Correct positive results were observed at 3 minute read time when tested with 25miu/ml hcg urine control. Corrective positive results were observed at 5 minute read time when tested with 25miu/ml hc serum control. The low hcg level sample (3miu/ml hcg urine and serum) was tested and correct negative result was observed. Clear positive results were observed with 100miu/ml hcg urine and serum control and 257.8iu/ml hcg urine control. Verified the product number, product description, lot number and batch record. No abnormal results were found. No corrective action required at this time as no product deficiency was established. Note: product is marketed internationally under the brand name surestep hcg combo pregnancy test.